Event description:
It was reported that temperature in arctic sun device did not reach the target patient temperature because the water temperature did not decrease. Per review of wo on (B)(6) 2026, there was patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.